Event description:
Dealer stated that the wheellocks on an unknown wheechair are loose

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-06700, indicting that the wheellock assembly that was installed on an unknown invacare wheelchair was loose. Additional information has been received from the dealer stating that the wheellock assembly would not lock into place because this particular part was not intended to be used on an invacare product but on a quickie wheelchair manufactured by sunrise medical. Dealer states there were no injuries associated with the occurrence.